Event description:
It was reported by service report that the head right side rail would not lock in any position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: release lever jammed into siderail.